Manufacturer narrative:
(B)(4).

Event description:
Device in back up mode per home monitoring. Nurse brought patient in and reinitialized the device successfully. Device remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed confirming the clinical observation. The backup mode was activated on (B)(6) 2017 as a result of the detection of an invalid memory content. In general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will -by design- activate the backup safety mode to assure the patients safety. It was reported that a reinitialization of the ICD has been successfully performed. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the available data the root cause for the invalid memory content could not be determined. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation.